Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture pulled through the artery. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device was discarded. Subsequent information revealed that the device was returned for evaluation. The reported event of the suture pulling through the artery was not confirmed; however, based on the evaluation of the returned device, an anterior cuff occurred. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.